Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continued use of the pump. No power on reset events were found in the black box. The returned battery cap and test cap attached securely to the pump. The battery compartment was cracked at the case seal below the bumper. The pump was run for 24 hours and no reboots occurred. The pump was opened to find no damage to the power circuit. No moisture was found internally. The complaint of intermittent power was unable to be confirmed, or duplicated during investigation.